Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of dislodgement was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the outer and inner helix, the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
It was reported, the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged to the inferior vena cava, after being released. The lp was retrieved and a new one implanted. The patient was discharged following the procedure.